Event description:
Defective infusor. Infusor made with vincristine, adraiamycin, + sodium chloride primed correctly. The concern is that the "filler port" or the end of infusor where the medication is pushed in has a small area (particle) that seems to cover the hole. This is not normal, therefore infusor was not used.